Event description:
It was reported that the patient reported experiencing muscle stimulation during follow-up. Interrogation found the pulse generator to be operating in backup mode. The device could not be restored due to its low battery. It was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.